Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was noted to have a small pen-sized hole at the bottom of his sternum that extended into his chest when he was assessed at his routine clinic visit.  The patient was reported to be stable with stable hvad pump parameters within the normal operating range. The patient's driveline exit site was clean, dry and intact. Of note, the patient was undergone a previously captured sternal wound debridement approximately one year earlier. The patient was admitted to hospital on (B)(6) 2017 where blood cultures were noted to be positive for staphylococcus aureus and a computerized tomography(CT) scan confirmed the presence of a pen-sized hole at the bottom of the patient's sternum .  The patient's medical team felt that the infection had reached the pump but was unsure at the time of this report. The patient underwent sternal wound washout on (B)(6) 2017 with the application of antibiotic beads directly into the chest cavity and a wound vac. On (B)(6) 2017, the patient underwent re-exploration of his chest cavity with flap closure. Blood cultures at this time were negative. As of the date of this report, the patient remains hospitalized. The patient's medical team reported that though the hvad pump appeared to be isolated from the infected area; it may still require pump exchange in the near future.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the reported event include the patient's past medical history of diabetes and obesity and the previous sternal wound infection. Though the root cause of the reported event cannot be conclusively determined; there are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.